Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he had ¿lost¿ program 2 and it was not giving him as much relief as it used to. The patient checked and made sure program 2 was turned on and the patient said that it was on and turned up to 11ma but he was still not getting the therapy relief he used to. The patient reported that the stimulation used to help with his back but can now only feel it in his leg. The patient noted that he relied on his ins for 75% of his pain relief and he noticed that he wasn¿t getting the same pain relief around 2 months ago but had not gone for reprogramming due to covid-19. No further complications were reported. Additional information was received from the manufacturer's representative. It was reported that the patient was in for a programming session because he noticed about a month ago that when he would turn stim up he would not feel an increase. The rep reported that the patient had a car accident, totaled his truck, and fx'd his t11. Rep was seeing settings not available on the programmer. The rep attempted reprogramming and saw 4, 12 >40k before calling tss. Rep found everything with 4 or 5 was >40k. Rep changed programming to avoid these contacts and oor message removed. Tss requested another impedance check with patient leaning forward and 4 and 5 remained only contacts with all >40k. Patient confirmed could increase fine with patient programmer. Issue corrected on call. No further complications were reported/anticipated.